Event description:
Sterile indicator used to notify the staff that sterilization process has occurred, failed. During steam sterilization, the indicator dot for eo, ethylene oxide, changed when it should have stayed yellow. This indicator is not the internal biological indicator, but is the external package indicator.